Manufacturer narrative:
Explant of the device due to endocarditis was reported. The investigation found that there was treated infective prosthetic valvular endocarditis, with adherent thrombus in the inflow and outflow surface of all three cusps with calcifications. Focal vegetation with intact and degrading neutrophils were present. There was possible degenerating gram-positive cocci within the thrombus on cusp 3, consistent with treatment effects. Cusp 1 and 3 were fibrously thickened. Images of the valve were also received from the field and were consistent with the valve received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the endocarditis could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2020, a 21mm epic supra valve was implanted during an aortic valve replacement. Around (B)(6)2023, the patient developed a fever. On (B)(6)2023, the patient presented to hospital due to newly onset left hemiplegia. A head MRI was conducted, which revealed a branch occlusion of the right middle cerebral artery. The cause of the stroke was unknown. The duration of the symptoms from the stroke was unknown. Bacteria streptococci was detected in the blood culture. On (B)(6)2023, the valve was explanted. On the explanted valve, a thrombus was observed, which had impaired valve leaflet mobility. Bacteria was detected on the pannus-like tissue, and vegetations were observed on the valve. Infective endocarditis was diagnosed. The device was replaced with a 19mm non-abbott valve. Antibiotics penicillin and cephem were administered to treat the endocarditis. The patient status was reported as stable.